Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of over 600 mg/dl. The nurse stated that the daily totals matched to the basal and bolus history. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.